Event description:
It has been reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system did not boot up. The product and customer details are unknown. It was determined that the necessary information including product and customer details remains unavailable. No activity was performed by philips. The codes were updated based on the investigation outcome.